Event description:
It was reported that when trying to disconnect the cap on the one-link needlefree IV connector, the hub became disconnected. It is unknown whether this event occurred during patient infusion, however, no patient injury, and/or medical intervention was reported in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.